Event description:
Revision surgery about 25 months post op due to mobilization of the stem amistem h. We were informed on (B)(6) only.

Manufacturer narrative:
Document review: amistem h femoral stem size 2 std - ref. 01.18.132 / lot 111220 (50 stems produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. Forty-six stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the loosening is unk and we do not have evidence that the event is device related; this is a known complication of thr.